Event description:
Clinical narrative: impella cp support was initiated via femoral access in a 60-year-old male who presented with acute myocardial infarction and cardiogenic shock and required intubation and mechanical ventilation for respiratory support. A percutaneous ventricular assist device was placed for hemodynamic support. Following placement, the patient was noted to have pink to red urine output, and the reported complaint included hemolysis while the patient was receiving anticoagulation therapy. Bedside echocardiography was performed, and the device was repositioned in collaboration with cardiology. The impella cp will be coded for device repositioning and hemolysis. The reported event is consistent with known risks described in the instructions for use and is attributed to the patient¿s critical illness, hemodynamic instability, anticoagulation, and positioning factors. No causal relationship between the device and the reported event was identified. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6: omitted code e0303 based on information in the complaint file. Investigation summary: hematuria/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 clinical narrative was updated. H6 health effect - clinical code was revised since the initial report was submitted.

Event description:
Clinical narrative was updated. Impella cp support was initiated via femoral access in a 60-year-old male who presented with acute myocardial infarction and cardiogenic shock and required intubation and mechanical ventilation for respiratory support. A percutaneous ventricular assist device was placed for hemodynamic support. Following placement, the patient was noted to have pink to red urine output, and the reported complaint included hematuria while the patient was receiving anticoagulation therapy. Bedside echocardiography was performed, and the device was repositioned in collaboration with cardiology. The impella cp will be coded for device repositioning and hemolysis. The reported event is consistent with known risks described in the instructions for use and is attributed to the patient¿s critical illness, hemodynamic instability, anticoagulation, and positioning factors. No causal relationship between the device and the reported event was identified. The pump was escalated to a 5.5 impella pump.